Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, fse was able to confirm the low pressure errors in the error log. Fse replaced the solenoid valve and the low pressure error resolved. The customer made and ran quality controls (qc) with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 17-jul-2017 through aware date (B)(6) 2018. There were no similar complaint(s) identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. The 101 pressure low: the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the 101 pressure low error message has not yet been determined. The investigation is in progress.

Event description:
A customer reported they were getting random 101 pressure low error messages with the g8 instrument. The customer reported that they perform buffer changes daily. The customer reported that the pressure was normal and the buffer bags were approximately ¼ full. Technical support (ts) instructed the customer to run the pump and check for any leaks but none were found. The customer ran the pump and cycled through all three buffer valves and all were at full pressure with no drops. Ts also instructed the customer to remove the buffer straws from all three buffer bags and found that buffer #1 and #2 were too long. The straws were adjusted for the correct length. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the 2-way valve was returned to the instrument service center for evaluation. Upon visual inspection, there was no shipping damaged noted. Functional testing was performed on the component and it was working as expected. The valve passed testing. The error could not be duplicated. Evaluation codes: method: 4109 historical data analysis, 10 testing of actual/suspected device. Result: 213 no device problem found. Conclusion: cause not established. The most probable cause of the reported event could not be determined. The 2-way valve passed testing.